Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pen had a leadscrew anomaly. It was reported that customer stated that it was hard to tell if the screw was moving forward or backwards, but the screw did rotate. Customer¿s blood glucose was 250 mg/dl. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.